Manufacturer narrative:
Product return was requested but not received so far. We are reporting this case out of an abundance of caution.

Event description:
Case reported via phone that the charger has a ball on the bottom and won't charge the handle, it sits at a 45 degree angle and won't stay on the charger. No injury was reported.